Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of the device is 10 months. The event occurred at (B)(6). A correlation between the device and the reported event could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted to the hospital on (B)(6) 2015 due to aphasia and unspecified neurological dysfunction. An angiography diagnosed an embolism in the left cerebral hemisphere and the patient underwent a percutaneous transluminal angioplasty. The patient's embolic stroke was reported to be device related. At the time of the event, the patient was being medically managed on anticoagulation therapy including warfarin and aspirin. No further information was provided.